Manufacturer narrative:
Additional narrative: initial reporter is a j&j employee. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the large hexagonal screwdriver shaft had a stripped tip and was returned seized with the mating t-handle. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the large hexagonal screwdriver shaft was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. A functional test could not be performed as the devices were seized and could not be disassembled. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the large hexagonal screwdriver shaft. While no definitive root cause could be determined from the available information, it is probable that the large hexagonal screwdriver shaft was stripped and seized due to the exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) reduction forcep points rachet, protection sleeve, trocar, sharp hook, insertion guide, two (2) t-handle with quick coupling, screwdriver shaft, driving cap and radiolucent insertion handle were found damaged after use in surgery. There was no patient consequence reported. This report involves one (1) large hexagonal screwdriver shaft. This is report 8 of 8 for (B)(4).